Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 04-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 161cfu (colony forming units) comprised of the following 8 isolates: 1 - positive cocci - staphylococcus epidermidis, 2 - positive rods - dietzia cinnamea, 3 - positive cocci - staphylococcus epidermidis, 4 - positive cocci - micrococcus luteus/ m. Yunnanensis, 5 - positive cocci - micrococcus luteus/ m. Yunnanensis, 6 - positive rods - bacillus altitudinis/ b. Aerophilus, 7 - positive cocci - staphylococcus haemolyticus, 8- positive cocci - staphylococcus epidermidis. Study number: (B)(6). The loaner duodenoscope was received by pentax medical for evaluation on 11-oct-2019. The duodenoscope was inspected by pentax medical service on 16-oct-2019 and the following inspection findings were documented: distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, unit tested all function pass. The duodenoscope was reprocessed and resampled in (B)(4), on 13-aug-2019 and test results received on 21-aug-2019 identifying no growth. Study number: (B)(6). All function pass based upon the inspection findings, no repairs were required to be performed. The duodenoscope was put back into loaner inventory on 17-oct-2019 under the reference delivery number 82102136 after inspection. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 29-mar-2012. On 11-mar-2019, a device history review was previously performed under form number (B)(4).. The DHR review confirmed the endoscope was manufactured on 20-feb-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-feb-2012.